Manufacturer narrative:
Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes were having additive abnormality, no report of medical interventions or serious injury.